Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Visual examination of the returned guidewire revealed that it was broken and kinked at 152.7cm from the distal end and the broken section length was 297.6cm. Both sections have the ptfe peeled along the device exposing the corewire. The complaint is consistent with the reported event of guidewire kinked. Probably procedural or anatomical factors encountered during the procedure could have affected the device performance and its integrity. It is most likely that during procedure the device could have been manipulated, since the failures found are issues that could have been generated through excessive manipulation of the device, also interaction with other devices might have impacted the integrity of the device during the procedure. Therefore, the most probable cause of this complaint is operational context since probably due to anatomical/procedural factors encountered during the procedure, performance was limited. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a dreamwire¿ guidewire was used during a pseudocyst drainage procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the guidewire would not pass smoothly. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient¿s condition at the conclusion of the procedure was reported to be stable. Investigation results revealed on january 17, 2018 that the core wire was broken.